Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician direct-stented a taxus express2 8.8% 2.75 x 16 mm drug eluting stent in the circumflex (cx). The stent deployed at 16 atms. After the stent deployed, the physician had difficulty deflating the delivery balloon. The balloon remained inflated for about 4 minutes, during which the pt suffered chest pains and mild st elevations. The physician was able to deflate the balloon by exchanging the contrast solution with pure saline. The delivery balloon slowly deflated during that process of fluid exchange. The pt did not show any signs of a cpk bump and has since been discharged.